Manufacturer narrative:
Visual inspection of the returned product found it to show signs of use; nicks, scratches, gouges wear and strike marks. It is confirmed the impactor pad has fractured and all the pieces were returned. The features of the fracture surface visually align, in which a bending overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gray tip impactor fractured during glenosphere secondary impaction. Attempts have been made and no additional information is available at this time.